Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery. The physician implanted a promus element plus stent in the target lesion. Then the physician advanced a non-bsc imaging catheter, however the catheter caused deformation of the proximal edge of the implanted stent. The physician implanted an unknown stent at the proximal end of the deformed stent. The procedure was completed with post-dilation. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
Age at the time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).